Manufacturer narrative:
Product ID 97754, serial# (B)(4); product type recharger product ID 39286-65, lot# unknown, implanted: 2008 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient experienced a ¿big old stimulation¿ on the left leg from the knee down last night. Normally, the patient has straightened out her body to check stimulation. After straightening out her leg last night, the implantable neurostimulator (ins) turned off. The patient indicated that recharging normally occurs every other week. It had been a week before last since the implantable neurostimulator (ins) was recharged. The patient was recharging the ins. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.